Event description:
It was reported that a new implantable neurostimulator (ins) was implanted on (B)(6) 2014. It was further reported that the new ins had been removed and only the leads were in. The removal date was (B)(6) 2014. No signs and symptoms, product problem, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer's report #3004209178-2015-08948 for the patient's previous ins being removed.

Manufacturer narrative:
Concomitant products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# va09r0z, # implanted: (B)(6) 2013, product type: lead. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 3093-33, lot# va091q9, implanted: (B)(6) 2013, product type: lead. (B)(4).